Event description:
During a procedure when the subject device was inflated with a transend .010" guidewire prior to use, a leak on the balloon segment was noted. The patient suffered no clinical sequelae due to this event.